Event description:
A report was received that the patient experienced weakness two days after implant procedure. The patient was admitted to the emergency room (ER) over night. It was unknown if medical intervention was provided in the ER, but it was mentioned that the physician suggested the patient to rehabilitation to gain strength.